Manufacturer narrative:
Items returned for investigation: bobby 8f. Items not returned for investigation: n/a. The device was returned with the balloon coating cracked and peeling, which is consistent with the condition observed in the customer provided image. No kinks or other external damage were observed. Per the IFU precautions, the balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. The investigation of the returned balloon catheter found damage to the surface coating, which is consistent with the condition observed in the customer provided image and as described in the reported event. The flaking/peeled coating condition is consistent with the balloon not being hydrated properly at the time the balloon was attempted to be inflated.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies preparation issues and damage prior to use as potential complications associated with use of the device.

Event description:
It was reported that the bobby was prepared according the IFU. The distal portion was submerged in saline. After purging the air out and deflating the balloon, it seemed that coating and/or the balloon is damaged. A neuronmax catheter was used. No patient harm or injury was incurred, there was no patient involvement.